Manufacturer narrative:
The initial MDR 1226181-2015-00184 was filed on april 07, 2015.additional information (03/25/2015): a siemens headquarters support center (hsc) specialist reviewed the instrument data and determined that the cause of the falsely low glucose result is consistent with, and due to a sample integrity and sample handling issue. The hsc did not find any instrument malfunction. The customer ran quality controls, which were within acceptable ranges. The instrument is performing according to specifications.no further evaluation of the device is required.

Event description:
A discordant, falsely low glucose result was obtained on one patient sample on a dimension vista 1500 instrument. It is unknown if the discordant result was reported to the physician(s). The sample was repeated twice on the same instrument, both resulting higher than the initial result. It is unknown if the corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low glucose result.

Manufacturer narrative:
The cause for a discordant, falsely low glucose result on one patient sample is unknown. Siemens healthcare diagnostics is investigating the issue.